Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 8atm but it ruptured upon second inflation at 10atm. The device was simply removed from the patient's body. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.